Event description:
During use of positioning aid in the nicu, infant was noted when turning head that hood on bunting obstructed airway. High risk to infant when used in the hospital setting and even greater risk when infant is in the home, and is not being monitored. Will also fax report with copy of photo demonstrating airway obstruction.